Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler alarmed for a patient line blockage during fill 1 of 2. The treatment discovered fluid leaking from the stay safe connector where the patient line meets the catheter connector. Treatment was cancelled. The patient switched to manual treatment and was advised to contact his nurse. The cassette was discarded. During follow up the patient's nurse reported that the patient did not have any adverse event associated with the leak.